Manufacturer narrative:
Device evaluated by MFR: the epic was received for analysis with the stent partially deployed. A visual examination identified no issues with the tip of the device. The inner sheath was noted to be kinked. A visual examination identified no issues or damage to the handle of the device. This concludes the product analysis.

Event description:
It was reported that stent inadvertent deployment occurred. The target lesion was located in the iliac artery. An 8x60x75 epic stent self expanding was selected for treatment. However, when preparing for stent injection, the stent tip was found protruding outside the delivery sheath. The procedure was completed with a different device. No complications were reported, and the patient was fine.

Event description:
It was reported that stent inadvertent deployment occurred. The target lesion was located in the iliac artery. An 8x60x75 epic stent self expanding was selected for treatment. However, when preparing for stent injection, the stent tip was found protruding outside the delivery sheath. The procedure was completed with a different device. No complications were reported, and the patient was fine.